Event description:
Patient was under the recommended age for use when implanted. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown.

Event description:
Patient reported left side "capsular contractures, baker grades unknown, pain and rippling and bilateral exchange". Device remains implanted.